Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient still walks with a cane and says he falls with his left leg and his right leg goes numb. Patient also stated that he feels like his knees are going to give out. Patient stated after his revision surgery of his left knee he is still experiencing pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: review indicated: in this morbidly obese patient there are no documented clinical problems with the bilateral total knee arthroplasties that are demonstrated to be related to factors of faulty prosthetic design, manufacturing, or materials. Device history review: not performed as the device history records for the reported lot code could not be located. An nc was initiated to address and investigate the device history records that could not be located for review. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined. Medical review indicates the event is not device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient still walks with a cane and says he falls with his left leg and his right leg goes numb. Patient also stated that he feels like his knees are going to give out. Patient stated after his revision surgery of his left knee he is still experiencing pain.